Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed evidence of short battery life with a drastic voltage drop on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. The pump was able to successfully complete the ez prime steps. The pump¿s current draws were found to be out of specifications. A cold solder connection was found on the continuous glucose monitoring circuit. The circuit was disconnected and the current draws returned to specifications. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.